Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was a hole on the cord. It was determined that this was due to mishandling (user error) by allowing the cord to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during an unspecified spine surgery, it was observed that the motor device had intermittent operation. According to the report, the device worked when the user jiggled the cord. It was further reported that the user believed there was an issue with the hand piece and cord connection. The device was tested with different console devices and the user confirmed the console device was not the issue. There were no delays in the surgical procedure. The same device was used to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.